Event description:
Reporter alleged obtaining a discrepant blood glucose result of 385 mg/dl on the advantage system compared back to back with a result of 141 mg/dl on the professional system when testing was performed less than 10 minutes apart. No actions were reportedly taken or treatment received. No adverse event reported. Reporter stated that he ran controls one week ago and they were in range. A request was made for the return of the suspect device and replacement product was sent.